Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll leaked. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below. They were wondering whether there have been any manufacturing or any changes made to the bd syringes in the last while. This has been an ongoing issue for the last 6 weeks. They believe the issue relates to the closed chemo device but as this is such a safety issue would like to investigate every aspect of the drawing up process (including our syringes) the customer can make available any samples we want. Can the investigating team advice what they would like."

Event description:
It was reported that syringe 10ml ll leaked. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below. They were wondering whether there have been any manufacturing or any changes made to the bd syringes in the last while. This has been an ongoing issue for the last 6 weeks. They believe the issue relates to the closed chemo device but as this is such a safety issue would like to investigate every aspect of the drawing up process (including our syringes) the customer can make available any samples we want. Can the investigating team advice what they would like.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary one photo and one sample of lot 2002012 was returned to our quality team for investigation. The samples were visually inspected, there was a small scratched noted on the luer, although this could not contribute to the leak reported. A device history review was performed for lot 2002012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Testing was performed on the product returned and found the luer did comply with iso standards. Leakage testing was performed and no leaks were observed. Based on our investigation, no defect was observed on our syringe, and device records provided no incidents related to the reported failure, therefore a root cause related to our product and manufacturing process cannot be identified at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.